Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('unsuccessful removal: essure was not found'), fallopian tube perforation ('perforation (fallopian tube') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 628320) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, nabothian cyst, inflammation, tracheal squamous cell metaplasia, dysplasia, hyperplasia, menometrorrhagia, cystitis interstitial, uterine prolapse and endometriosis. Concurrent conditions included urinary urgency. Concomitant products included levonorgestrel (mirena). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, ),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("infection bladder"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), pelvic pain ("pain, severe pelvic pain") and vaginal discharge ("vaginal discharge"), was found to have weight increased ("weight gain") and weight decreased ("weight gain (specify which one both") and underwent cholecystectomy ("other injury or complication ;-gallbladder removed"). The patient was treated with surgery (ablation, and hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the device dislocation, fallopian tube perforation, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, migraine, headache, dyspareunia, irritable bowel syndrome, pelvic pain, vaginal discharge, weight increased, weight decreased and cholecystectomy outcome was unknown. The reporter considered bladder disorder, cholecystectomy, cystitis, device dislocation, dyspareunia, fallopian tube perforation, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2009,(B)(6) 2008. Date of removal: (B)(6) 2018 , (B)(6) 2018 unsuccessful removal: could not find. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: correction has been done in reporter causality comment and re-generate the narrative. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('unsuccessful removal: essure was not found'), fallopian tube perforation ('perforation (fallopian tube') and menorrhagia ('menorrhagia') in a female patient who had essure (batch no. 628320) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, nabothian cyst, inflammation, tracheal squamous cell metaplasia, dysplasia, hyperplasia, menometrorrhagia, cystitis interstitial, uterine prolapse and endometriosis. Concurrent conditions included urinary urgency. Concomitant products included levonorgestrel (mirena). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, ),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("infection bladder"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), pelvic pain ("pain, severe pelvic pain") and vaginal discharge ("vaginal discharge"), was found to have weight increased ("weight gain") and weight decreased ("weight gain (specify which one both") and underwent cholecystectomy ("other injury or complication ;-gallbladder removed"). The patient was treated with surgery (ablation, and hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the device dislocation, fallopian tube perforation, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, migraine, headache, dyspareunia, irritable bowel syndrome, pelvic pain, vaginal discharge, weight increased, weight decreased and cholecystectomy outcome was unknown. The reporter considered bladder disorder, cholecystectomy, cystitis, device dislocation, dyspareunia, fallopian tube perforation, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2009, (B)(6) 2008. Date of removal: (B)(6) 2018 , (B)(6) 2018 (B)(6) unsuccessful removal: could not find. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('unsuccessful removal: essure was not found'), fallopian tube perforation ('perforation (fallopian tube') and menorrhagia ('menorrhagia') in a female patient who had essure (batch no. 628320) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, nabothian cyst, inflammation, tracheal squamous cell metaplasia, dysplasia, hyperplasia, menometrorrhagia, cystitis interstitial, uterine prolapse and endometriosis. Concurrent conditions included urinary urgency. Concomitant products included levonorgestrel (mirena). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, ),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("infection bladder"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), pelvic pain ("pain, severe pelvic pain") and vaginal discharge ("vaginal discharge"), was found to have weight increased ("weight gain") and weight decreased ("weight gain (specify which one both") and underwent cholecystectomy ("other injury or complication ;-gallbladder removed"). The patient was treated with surgery (ablation, and hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the device dislocation, fallopian tube perforation, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, migraine, headache, dyspareunia, irritable bowel syndrome, pelvic pain, vaginal discharge, weight increased, weight decreased and cholecystectomy outcome was unknown. The reporter considered bladder disorder, cholecystectomy, cystitis, device dislocation, dyspareunia, fallopian tube perforation, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2009,??-(B)(6) 2008. Date of removal: (B)(6) 2018 maurice chung unsuccessful removal: could not find. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs and mr received reporter information, lot no was added. Injury nos replaced new event , vaginal hemorrhage, menorrhagia, bladder disorder, urinary tract disorder, infection bladder, urinary tract infection, vaginal infection, migraines, headaches, dyspareunia, irritable bowel syndrome, pelvic pain female, fallopian tube perforation, vaginal discharge, weight gain, weight loss, gallbladder removal, device dislocation. Severity updated pelvic pain. Concomitant drug and medical history was added. Lab test added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('unsuccessful removal: essure was not found'), fallopian tube perforation ('perforation (fallopian tube'), menorrhagia ('menorrhagia') and cholecystectomy ('other injury or complication;gallbladder removed') in an adult female patient who had essure (batch no. 628320) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, nabothian cyst, inflammation, tracheal squamous cell metaplasia, dysplasia, hyperplasia, menometrorrhagia, cystitis interstitial, uterine prolapse and endometriosis. Current weight: 150. Concurrent conditions included urinary urgency. Concomitant products included levonorgestrel (mirena). In (B)(6) 2008, the patient had essure inserted. In 2012, the patient was found to have weight increased ("weight gain") and weight decreased ("weight gain (specify which one both"). In 2014, the patient experienced cystitis ("infection bladder"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, ),"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain, severe pelvic pain") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), dyspareunia ("dyspareunia (painful sexual intercourse),") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (ablation, and hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the device dislocation, fallopian tube perforation, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, migraine, headache, dyspareunia, irritable bowel syndrome, pelvic pain, vaginal discharge, weight increased, weight decreased, cholecystectomy and dysmenorrhoea outcome was unknown. The reporter considered bladder disorder, cholecystectomy, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2009, (B)(6) 2008, (B)(6) 2008. Date of removal: (B)(6) 2018 , (B)(6) 2018 unsuccessful removal: could not find. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new event dysmenorrhea (cramping) was added. New reporter added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.